Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colono videoscope tested positive for 10-100 colony forming units (cfus) of escherichia coli, 10-100 colony forming units (cfus) of pseudomonas aeruginosa, and 10-100 colony forming units (cfus) of pseudomonas citronellolis. It was not specified which channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported is a duplicate report. Please refer to mfg report # 9610595-2025-07547.

Event description:
No additional information received from the customer.